Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the tightening screws on the resection guide were not loosening after the last surgery, the screw wouldn't release anymore during surgery. The adjustment blocks were fixed with steinman pins. No delay in surgery. No patient complications